Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that they inserted the multi-unit at tooth site 14, they screwed on the abutment and the abutment fractured at the screw part. A little piece got stuck in the implant ((B)(6), lot number: 2017011134), but could be removed after a while. This little piece went lost during the process. The implant had been placed long ago. It stayed in the patient¿s mouth and seemed not damaged any further.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) ilpc341, (certain¿ low profile abutment 3.4mm(d) x 1mm(h)) for evaluation. A visual evaluation was performed, the returned abutment had signs of use, and a fracture was identified at the collar and hex. DHR review was completed for the subject lot number 2020091236. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020091236 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutment screw was fractured at the collar and hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.